Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, prior to the lead being in position, the helix of the lead deployed. The helix was unable to be retracted. The lead was removed and replaced, and no patient complications have been reported as a result of this event.